Event description:
Solitaire stent retriever being used for a mechanical thrombectomy procedure became separated from its delivery wire. It was deployed in the pt's carotid artery. Solitair delivery wire detached from stent retriever device at carotid siphon (location of intracranial stenosis) during retrieval; stent left in place at level of stenosis. Delivery wire fragment retrieved with snare. FDA safety report ID# (B)(4).